Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735672; ubd: unknown, UDI: unknown h3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a visual inspection. A visual inspection failure was found. The complementary metal-oxide-semiconductor (cmos) was replaced and the visual inspection failure was resolved. After completion, it was confirmed that the system performed as intended. Codes b01, c02, d02 apply. A23 applies to audible fan noise / noted that the date and time were incorrect. A0902 applies to upon bootup, the system displayed a black screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup, the system displayed a black screen, and the power switch was illuminated with an audible fan noise. Troubleshooting was performed, and the complementary metal-oxide-semiconductor (cmos) was reset. The system powered up successfully and it was noted that the date and time were incorrect. There was no patient involvement reported.